Manufacturer narrative:
Due to character restrictions in block e1 full event site name is:(B)(6) hospital. Full event site telephone is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) had requires 2 cardiosave batteries message, it¿s the 2nd time the system has asked for the check in 2 weeks. There was no patient involved.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b3,b4,d9,e1(initial reporter, event site mail),g3,g6,h2,h3,h11 it was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) displayed a battery maintenance required message. No patient was involved and no harm was reported. The fse indicated the batteries were replaced as customer kept seeing battery maintenance. The customer was advised to run the battery maintenance procedure again after installing the new batteries. The fse believed the customer had performed the maintenance correctly. The fse replaced the two new batteries, and a battery maintenance cycle was scheduled and successfully completed. The unit passed all functional test.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) displayed a battery maintenance required message. No patient was involved and no harm was reported. The fse indicated the batteries where replaced as customer kept seeing battery maintenance. The customer was advised to run the battery maintenance procedure again after installing the new batteries. The fse believed the customer had performed the maintenance correctly. Two new batteries were installed, and a battery maintenance cycle was scheduled and successfully completed. The unit passed all functional test. Based on the device evaluation, the issue was resolved by replacing the batteries. However, a root cause of the malfunctioning batteries could not be determined since the batteries were not returned for evaluation as shipping batteries can result in potential hazard.